Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch sf catheter and during the operation, a magnetic sensor (error 116) was displayed. There was no physical damage observed. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed corrosion, bent pins, and a missing dome. This finding is MDR reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed corrosion, bent pins, and a missing dome. A follow-up was requested from the customer, and the response was that there was no physical damage observed on the device. Due to the missing dome, a manufacturing investigation (mfg) was initiated based on the findings identified during the visual inspection. Based on the investigation and the review of the process instruction, it was determined that the missing dome could not have originated during the sub assembly process. Additionally, there are multiple control mechanisms, including quality controls, for detecting any process anomalies. Therefore, the cause of the event is formally classified as indeterminate. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic sensor error reported by the customer was confirmed, as the absence of the dome could be related to the failure reported. The potential cause of the missing dome cannot be conclusively determined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).